Manufacturer narrative:
Device unique identifier (UDI)-(B)(4). Approximate age of device- 7 years. The patient underwent a pump exchange. However, it is unknown if the pump is returning for evaluation. A portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient was experiencing a driveline fault alarm, without any significant clinical events. The patient¿s system controller was exchanged, but the patient continued to experience a driveline fault alarm on the new system controller. The manufacturer¿s technical service representative reviewed the submitted log files. Both system controllers showed the same percutaneous lead phase being the cause of the driveline fault alarm. Per review of the manufacturer¿s technical service representative, the internal percutaneous lead x-ray images were unremarkable. The external driveline x-ray images revealed an area at the distal end that showed some shield separation/wear and tear. It was suspected that there was an issue with the percutaneous lead. Per customer request, the manufacturer¿s technical service representatives arrived onsite for a driveline evaluation/repair approximately 2 inches from the exit site on (B)(6) 2018. They performed phase interrupter tests and no open wires were found. All tests were passed. Post repair, tethered patient was placed on grounded patient cable without issue. The patient leaned forward as to stand up and experienced red heart alarms and pump stops; they connected the patient to batteries without issue. Apparent driveline wire damage appeared to be internal and positional. As a result, the patient underwent pump exchange for escalating pump stop alarms. No additional information was provided.